Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hyperglycemia and Diabetic Ketoacidosis.This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.

Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The wearable was inserted into the arm on (b)(6) 2026. The patient was using an Omnipod 5 insulin pump for diabetes management. On (b)(6)2026 at approximately 8:00 AM, the patient began experiencing symptoms including feeling sick, nausea, shakiness, and vomiting while home alone. The patient reported limited recollection of the event but stated that the CGM readings were erratic. No specific CGM values were recalled, and no fingerstick BG measurements were obtained at home. The patient contacted emergency medical services (EMS) and was transported to the emergency department. At an unspecified time following arrival, a fingerstick BG reading of 600 mg/dL was reportedly obtained, and the patient was informed that he was experiencing diabetic ketoacidosis (DKA). The patient was admitted to the hospital and treated with intravenous (IV) fluids and insulin. At the time the event was reported on (b)(6) 2026, the patient's condition had improved; however, he remained hospitalized and continued to receive treatment. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the Parkes Error Grid calculator. No additional patient or event information is available.